Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was hospitalized due to high blood glucose levels, with a reading of 345 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. However, the daily totals did not match with the bolus and basal rate delivery totals. Advised the customer that the insulin pump would be replaced. Nothing further was reported.